Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was visited to emergency room with overnight stay due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level of 471 mg/dl, at the time of hospitalization. Customer was treated with intravenous drip, electrolytes and intravenous fluid. The insulin pump will not be returned for analysis.